Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 28417ud02 and the complaint issue. The overall performance of architect total b-hcg reagents was reviewed using worldwide field data. Median values (for the negative population) for the complaint lot(s) are within the established limits. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no general issue with the architect total ss-hcg reagent lot identified in this complaint. Corrected data found in section d4 catalog no and lot no.

Manufacturer narrative:
Corrected information found in section d4 catalogue number (changed from 07k78-25 to 07k78-74) and section g1 contact office name, address, email and fax were corrected.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 28417ud02 and the complaint issue. The overall performance of architect total b-hcg reagents was reviewed using worldwide field data. Median values (for the negative population) for the complaint lot(s) are within the established limits. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no general issue with the architect total ss-hcg reagent lot identified in this complaint.corrected data found in section d4 lot number and g3 manufacturer contact office

Manufacturer narrative:
Corrected information found in section d4 catalog no. Was changed from 07k78-74 to 07k78-25.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The initial result was 35.93 miu/ml, all repeated results were <5 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.